Manufacturer narrative:
(B)(4): the customer reported that a philips x2 was attached to a philips mp30 and although the customer reported it was latched, the device fell off during transport. No pt harm was reported. The hospital stated that they will repair the device at the hospital. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a philips mp30 was latched but fell off the mount. No pt harm was reported.